Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the programmer freezes and shuts down after being left on for more than ten minutes. It was indicated that the programmer battery was out of specification. It could not be confirmed that the programmer would not interrogate but it was indicated that the radiofrequency head connector was damaged. The programmer was repaired and returned to service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was freezing and randomly rebooting, and wouldn't always interrogate. The programmer was returned for service. No patient complications have been reported as a result of this event.